Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit didn't start ventilation from time to time and unit failed pre-use checkout with multiple alarm messages: battery fault not connected; o2 and air temperature sensor fail; total flow temperature sensor fail; temp high; due to vmb com error. There was no reported patient involvement.

Manufacturer narrative:
Ge healthcare issued a quote for service to the customer. To date, the customer has not approved the quote.